Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, t wave oversensing was noted on the patient's device causing inappropriate atrial fibrillation episodes. Programming changes were discussed. The patient was stable and did not experience any adverse consequences.